Manufacturer narrative:
This is a duplicate report of 1818910-2020-01672. A follow-up report was submitted on MFR number 1818910-2020-01672 to retract it as a duplicate. All reports related to this event will be reported on this manufacturer report number (1818910-2020-10795).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient undergone open reduction and tibial polyethylene exchanged on (B)(6) 2019. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Right knee.